Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that a red cross appeared after installation of (B)(4). No patient or user involvement.